Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose values. Customer's blood glucose value was up to 270mg/dl and low to 51mg/dl and treated with pump for high and glucose tablets. Customer declined to troubleshoot for high and low blood glucose levels. Insulin pump will not be returned for analysis.